Event description:
The customer reported a loss of cine/vascular imaging mode functionality. No pt or user injury was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The cine bridge pcb assembly was evaluated and replaced. The system was tested and found to be working as intended and returned to service.